Event description:
The customer reported, that image and light issues were observed with the visera elite xenon light source. The event occurred during preparation for use, prior to a therapeutic laser lithotripsy operation. A similar device was used to complete the operation. And there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issues were confirmed. In addition, a faulty scope socket and faulty converter were noted. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer confirms the procedure was delayed by five minutes while the switch the light box out and the patient was under extended anesthesia or sedation during the five minute delayed. No additional treatment was required and the patient¿s overall outcome is good. The device was inspected per instructions for use and no other devices were involved in the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of the five-minute delay occurred due to the device malfunction. However, the root cause could not be specified. Additionally, the phenomenon of the light image issue and the faulty converter is likely due to the main lamps have been in operation for more than 500 hours. Olympus conclude that the main lamps did not light up because they seemed darker due to low light intensity caused by their life span or due to converter failure. The root cause could not be identified. The phenomenon of the faulty scope socket likely occurred due to the scope detection function does not work because of the scope socket failure. The root cause could not be determined. Olympus will continue to monitor field performance for this device.